Manufacturer narrative:
The insulin pump was received with a blank display due to a moisture damaged electronic assembly. The pump also had a moisture damaged motor during the visual inspection. They were unable to confirm the unresponsive button/keypad or verify the watchdog timeout alarm due to the blank display. The pump had a minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he was thrown in the pool yesterday and the pump was showing a watchdog timeout alarm. Customer stated that the screen has a line on it that keeps scrolling. Customer stated that it doesn't have a full screen but it is like a tv that has static. Customer's blood glucose was unknown. Customer stated that the pump was vibrating without an alarm or alert. Customer reported that there was fluid under the lcd display and there is a constant tone that is occurring. Customer reported that the pump was not dropped or there were no cracks on the pump. Customer declined troubleshooting for the alarm because the buttons were not working either. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.